Event description:
Vessel sealer generator did not function for use in the hysterectomy portion of the procedure. Necessitated alternative approach with additional 90 minutes of or time and increased blood loss.